Manufacturer narrative:
The t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill message. Reportedly, the cartridge was filled with 120 units of cold insulin. Recommendation was made by tandem technical support to fill the cartridge with room temperature insulin per labeling instructions. The customer loaded a new cartridge successfully and resumed insulin delivery. The customer's blood glucose level was 438 mg/dl, and was addressed with a correction bolus.